Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was calibrated to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 2mm imprecision was observed. The reported issue was found after the initial spin for the procedure. The site elected to continue with the procedure compensating for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.